Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during the rewind process as a result of motor encoder signal being out of phase.

Event description:
The customer reported that the insulin pump alarmed motor error during the rewind process. Troubleshooting was performed. The customer stated that the insulin pump was exposed to an MRI, and they did not ask her to take the insulin pump off. The displacement test could not be performed due to the constant motor error alarms. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.